Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted and the stroke count indicator worked as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a right hemicolectomy procedure the device could be fired till the 2nd firing. The surgeon closed the jaw and put it on the instrument table. When the jaw was going to be opened to change the cartridge, the jaw could not be opened. The stroke count indicator did not return to "0" position and the device became not to work. Another device was used to complete the case. There were no adverse consequences for the patient.